Event description:
Resident was being placed in bathtub with invacare 1200 supine tub lifter; there was a malfunction with the lifter and there was no manual way to lower the lift. The resident was safely removed by the local fire department to her bed. There was no warning or any type of information that said the lift could not be manually lowered. There is a red lever on the lift that was assumed to be the manual way to lower the lift, but this moves the stretcher to a higher position; without the resident; this lift should not be used with nursing home residents. Invacare refuses to replace the lift or event acknowledge that this is a dangerous piece of equipment. I have been in nursing for 34 years and have never used such a dangerous piece of equipment.